Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that high bg and was treated with insulin pump and infusion set was leaking and there was stress or pull on infusion set tubing on (B)(6) 2026.